Event description:
An account in (B)(6) reported the edge of the screwdriver is galled. A patient had a distal fibular fracture. The edge of driver is galled and the surgeon was forced to push the driver mightily.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.